Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract surgery metallic powder-like substance was left on the iris during surgery. Surgeon suspect foreign object was from the phacoemulsification handpiece, phaco tip, sleeve, or pack. There are no plans for surgery to remove the foreign material and the patient is scheduled for observation.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Based on our current tracking, there are no adverse trends for this reported complaint. A customer reported that some piece of metal came in the eye. A wet intrepid plus fluidics management system (fms) was returned. The collected fluid from the cassette and drain bag was filtered and separated. The filters were placed into petri dishes and were sent to the particle lab for further investigation. Microscopic examination showed numerous reflective particles. The reflective particles were isolated and analyzed using the hitachi scanning electron microscope (sem) equipped with an edax energy dispersive x-ray spectrometer (eds). The elements found along with the visual characteristics suggest the dark particles are a titanium alloy. A review of the consumable components indicated the cassette and tubing manifolds are not manufactured with titanium alloy and would not have originated from a part manufactured at this manufacturing site. The particles would not have generated from the manufacturing process. The root cause of the customers complaint could not be conclusively determine the source of the titanium alloy. Titanium alloy is not material purchased or used in the manufacturing process. No action will be taken as manufacturer does not manufacture a component with titanium. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).